Event description:
At the end of the case, the sheath was difficult to remove. Sometimes excessive vessel spasm can cause the vessel to tighten around the sheath and removal is not as smooth without the administering nitroglycerin ia. Nitroglycerin ia was given on the first and second sheath (2 different patient cases) and the sheath was able to be removed. However, on the third case nitroglycerin was given ia, the hub of the sheath was split and took additional manipulation to remove. The sheaths with that lot number were taken out of stock. Sheaths from a different lot number were used and had no problems.